Event description:
It was reported to medtronic neurosurgery that the physician found the device to be leaking intraoperatively. According to the report, a new device was used to complete the surgery. The report stated that the patient was fine and under observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.